Manufacturer narrative:
Based on the information as reported, no conclusions can be made. The mesh was discarded and therefore unavailable for review. Without having the sample to evaluate, root cause cannot be determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in december, 2018 discarded.

Event description:
It was reported that on (B)(6) 2019 during an unspecified procedure a tear was noted in the bard ventralex st mesh upon opening the package. As reported, "it (ventralex st) was removed upon discovering the tear. They did not keep the mesh because it was full of blood."